Event description:
Initial reporter indicated the site was "having issues with their programming wand." Reporter said "that he attempted troubleshooting on multiple occasions, but it has been unsuccessful." MFR is making good faith attempts for product return for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.